Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had difficulty reaching the target position. Once the lead was finally implanted to ventricle it would not pace. The physician suspected the lead was damaged during placement and opted to use another lead that was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.